Event description:
The account generated falsely depressed sodium results on 3 patient samples tested on the architect c16000. ID (B)(6) tested architect sodium of 113 mmol/l but repeated 137 mmol/l. ID (B)(6) tested architect sodium of 116 mmol/l but repeated 138 mmol/l. ID 1539341 tested architect sodium of 110 mmol/l but repeated 141 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4).. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The evaluation included a review of instrument logs with on-site troubleshooting and maintenance performed. Also, a review was performed of the analyzer service history, complaint and internal information, and the architect system operations manual. No customer returns were available for evaluation. An additional assay parameter review revealed that the initial k and cl results generated by the analyzer were also lower than the retest results on another analyzer which suggest an aspiration issue rather that an ict electrode issue. A review of instrument log pressure monitoring data for sid (B)(6) suggests the sample may have had a higher viscosity than other samples. Subsequent on-site troubleshooting included preventive maintenance and replacing various parts including the ict pinch valve tubing which was worn. During a follow-up site visit the field service representative verified no further ict flyers have occurred since changing the ict pinch tubing. A review of the analyzer service history did not find additional reports of erratic ict results. A review of ict pinch valve tubing part complaint and internal information did not identify any product issues. The architect operations manual provides a list of probable causes and corrective actions relevant to the issue, erratic results, poor precision and depressed concentration. The probable causes include sample integrity related issues and hardware failure. Based on the investigation performed a deficiency is not identified.